Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Found "call tech support" error message was observed on the screen of the receiver. Because of the displayed error message the receiver was unable to communicate with the global communication tool. Based on the finding of hardware error this is being reported. The complaint was confirmed. The root cause was determined to be a ui-u1 board failure, post investigation.